Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The nurse had no further information.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10i14117, h10h31014, and h10f28014) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.